Manufacturer narrative:
Parent pr# (B)(4) has been identified as a duplicate of pr#(B)(4) and has been processed accordingly. Child emdr follow up under pr#(B)(4) has been submitted on 27dec2024 with received MFR report number: 3030677-2024-02958. Please refer to pr#(B)(4) for the full investigation of this issue.

Event description:
Philips received a complaint on the efficia dfm 100 device, noting that device has therapy receptacle failure, quote of which has been requested by customer. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
Philips received a complaint on the efficia dfm 100 device, noting that device has therapy receptacle failure, quote of which has been requested by customer. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.